Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system quick start guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction to the sensor on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. The reaction was located under the sensor tape and was described as red and swollen skin. On (B)(6) 2016, patient went to the physician to receive treatment for the rash and was prescribed hydrocortisone cream 1% to be applied, which the patient's mother used to treat the affected area. At the time of contact, the patient was fine. No additional event or patient information was provided.